Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively and the explanted device was discarded.

Manufacturer narrative:
Event date: exact date unknown, event occurred over 2 months ago from the appointment date (B)(6) 2022.